Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the blood glucose had been running high, over 400 mg/dl. The customer reported that changing the infusion set and insulin did not resolve the issue. The drive support cap appeared normal and recessed. The customer did not find large bubbles, the insulin exited with a manual prime and the customer reported no leaks. The customer reported that the insulin pump made a different noise than another insulin pump she had. The customer reported that insulin stopped dripping after releasing the act button and reported that it was one large drip. The customer uses insulin from the fridge and was advised to use room temperature insulin to avoid air bubbles. The customer rotates insertion sites and stated that the bolus history displayed all entries. The customer was advised to call back with a tubing clamp to perform a high pressure test.